Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump¿s buttons were unresponsive as well as crack at back of the insulin pump at the clip rails until bottom of insulin pump. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states just left and right arrow buttons work, other buttons only sometimes. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4).